Event description:
It was learned via the implant patient registry that an 11500a 21mm inspiris resilia aortic valve, implanted for two (2) years, was explanted due to aortic stenosis secondary to degeneration. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. Per medical records, approximately 10 months post implant of the initial inspiris aortic valve, echo showed moderate transvalvular ai and perivalvular regurgitation. Then a month later, another echo showed moderate transvalvular ai with no perivalvular regurgitation, without requiring surgical intervention. Currently, patient was noted to be complaining of fatigue. The patient underwent redo-avr with 23mm inspiris valve, aortic root enlargement with pericardial patch, CABG x1, and iabp placement. Post bypass tee showed bioprosthetic av with no pvl, and slightly decreased lv function. A peak gradient of 23mmhg and mean gradient of 16mmhg was noted. The patient was transferred to sicu with stable hemodynamics. Postoperative complications included the patient going into vfib arrest with rosc multiple times due to thrombus of left main coronary artery, possible concern for hit, impella placement. Tee on pod #3, 4, and 6 showed bioprosthetic av with moderate transprosthetic regurgitation ((B)(6)) likely from impella. On pod#7 impella was removed and pod #23 tee showed av with mean gradient of 8mmhg without valvular and paravalvular regurgitation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, d4, g3, g6, h2, h4, h6.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that an 11500a 21mm inspiris resilia aortic valve, implanted for two (2) years, was explanted due to aortic stenosis with occlusive coronary artery disease secondary to degeneration. The patient was noted to be complaining of fatigue. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. Following the procedure the patient was noted to be in ventricular fibrillation arrest achieving rosc after defibrillation and compressions for 30 seconds returning to slow junctional rhythm. The patient tolerated the procedure well and was taken to the surgical ICU with stable hemodynamics. On pod #23 tee showed a mean gradient of 8mmhg. Iabp placement and cabgx1 from the saphenous vein to the obtuse marginal were performed concurrently.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including a history of cad, dm ii and aki on ckd stage iii.